Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the hypotube is kinked about 550 mm distal to the device hub, and the device shaft is kinked about 5 mm distal and about 12 mm proximal to the guide wire exit port. The balloon has not been inflated and is thus still well folded but contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. The stent was returned separately and is deformed at one end. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to not apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion. In addition, the user is advised to exercise care when handling the device to reduce the possibility of disrupting the delicate placement of the stent on the balloon and accidental breakage, bending, kinking of the stent system shaft.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. During preparation, it was detected that the catheter was kinked and could not be used. 11. Biotronik ag received the initial reporter information on (B)(6)2024 via hospital and country representative. After investigation on (B)(6)2025 the complaint was re-assessed and became reportable.